Event description:
It was reported that the deep brain stimulation (dbs) patient experienced left facial drooping and difficulty moving the left side of his body post dbs lead implant procedure. A computed tomography (CT) scan was performed and confirmed a right sided brain hematoma. The patient was immediately taken back to the operating room for evacuation of the hematoma, and explantation of the lead and burr hole cover. The neurosurgeon assessed that the hematoma was not related to the procedure but was unable to identify the exact cause.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: ni, batch: 35305979, UDI: (B)(4). Additional pro code selection that applies to the indication of this device - nhl.